Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the excision of a cerebellum tumor the clamp broke. All parts were retrieved from the patient; this event presented no delay that exceeded thirty minutes; and this event did not result in a patient injury.

Manufacturer narrative:
The broken clamp was returned in bio hazardous condition, therefore only a visual inspection through the bag could be performed. The product identity has been confirmed. A visual evaluation revealed that the post has broken between the inner and outer plate; therefore the complaint is confirmed. The most likely underlying cause of this complaint was excessive force applied to the clamp during insertion. The DHR (device history records) has been reviewed within the complaint and no non-conformances were found. There are no indications of manufacturing defects.